Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown urinary/bowel dysfunction. It was reported that the rep called to troubleshoot the patient's handset not connecting to their ins in the recovery room post-op. The communicator paired with the smart programmer, the correct applications were installed and updated, and connecting and "doing impedance check" in the operating room (or) worked fine. The rep tried repositioning the communicator before the call and this did not resolve the issue. The rep said there was no dressing over the implant site, only a medical skin adhesive and sutures. The rep said the implant felt superficial enough for them to feel its location and it did not seem too deep. During the call, the following troubleshooting steps were taken but did not resolve the issue: repositioned communicator over ins, repositioned patient (lying on stomach, bending knees, etc.), closed out all the applications, reset handset and communicator, tried clinician application and patient applications, allowed distance between the communicator and ins, and tried a different handset (downloaded applications on rep's handset with mobility). The correct serial number would come up on both handsets, but it would say 'not responding' when selected. The rep mentioned the patient had a lot of co-morbidities so they did not want to send them home if it was unresolved. They also added that the patient was kind of skinny and had a lot of excess skin like they had lost weight. When asked, the rep said it seemed like the patient was around potential electromagnetic interference (emi), as there were x-rays being taken nearby and multiple printers. The help line suggested moving the patient away from emi sources. The rep said th ey were moving them and would call back to continue troubleshooting. The rep was emailed the case number and help line phone number to call back. The rep later emailed stating they finally got it to work once the patient moved to a different area of the hospital. They noted it must have been interference with other devices nearby. The issue was resolved once the patient moved form the potential source of emi. There were no patient symptoms or further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.